Event description:
It was reported the epg (external pulse generator) has a broken ventricular lead plug and rear case. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the initial report: the ventricular output connector, lower and upper cases were broken. It was also noted that the side bail covers and side bails were missing, the lead flex cover was broken and one case screw was missing.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.